Manufacturer narrative:
Product analysis h3: visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. The cuff and pilot balloons were manipulated, and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: initially submitted codes fdm b17, fdr c20 <(>&<)> img g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the anesthesia monitor suddenly showed that the air pressure was too high. The cuff and tube checked prior to use and it was normal. The air was used to inflate the endotracheal tube cuff with a 5 ml(cc) syringe. The intracuff pressure was not monitored, and the hospital didn't have any pressure detection device. There was evidence of airway tubing obstruction. The sales asked what monitoring device it was, but it was unclear, so the endotracheal tube was pulled out and the problem was solved after a replacement. There was no injury to the patient.